Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that buttons were hard to push. The customer¿s blood glucose level was unknown. The battery popped out a couple of times. The insulin pump had unexplained no delivery alert and also rejected new batteries. The insulin pump will not be returned for analysis.